Event description:
A report was received that a patient was unable to communicate with their ipg after walking near a nuclear power station and a high tension wire. A bsn field clinical engineer attempted to troubleshoot the device but was unsuccessful. The patient's ipg was replaced.